Event description:
It was reported that the pt's device was removed on (B)(6), 2011. No further details were provided.

Manufacturer narrative:
(B)(4): final analysis of the pump revealed that the second pulse battery resistance was 508 ohms, which exceeded the battery spec upper limit of 317 ohms.